Event description:
(B)(6) 2024 - the claim was submitted by the consumers attorney (B)(6). The attorney claims that a fire occured in the consumer bedroom where the device was located and has requested an investigation with conair and rite aid to determine if the device was the cause of the fire. The investigation is scheduled on (B)(6) 2024.

Manufacturer narrative:
(B)(6) 2024, an investigation at the consumers residence is scheduled on (B)(6) 2024 to determine cause of the incident. A supplementatl MDR will be submitted once the cause and the conclusion of the investigation is provided. (B)(6) 2024 - the investigation was complete. As a result, it was discovered, the device was not located where the incident occured. Therefore, the attornies investigator concluded their position will immediatly cease. Below is the attornies investigation communication. (B)(6), fire investigator (B)(6) and I are currently at the (B)(6) residence fire scene with your retained consulting engineer, (B)(6) . After a preliminary, visual scene examination, it was determined by all attendees that multiple heat producing products were identified within the area of fire origin. These include, in part, a lamp (purchased from costco), air purifier (winix purchased from costco), and unidentified extension cord. At this time no heating pad has been identified within the room of origin. The unburned remains of a riteaid heating pad alleged to be in the room of origin was actually located within an adjacent room of the residence. Additionally, it was reported that smoke detectors purchased from costco failed to operate at the time of the fire. On behalf of conair llc, it is our position that the scene examination should immediately cease until such time that proper notification and agreement by interested parties is agreed to continue the scene examination. (B)(6) has informed us that regardless of our position to cease the scene examination pending notice of interested parties; he has been directed by you to proceed today with the destructive processing of the scene. The directive to (B)(6) by you as an officer of the court to continue with a destructive scene examination is contrary to accepted forensic investigation procedures. Therefore, (B)(6) and I will not participate in the destructive scene examination activities of (B)(6). Regards, (B)(6).